Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving an fentanyl (800 mcg, 90.61947 mcg/day) and bupivacaine (10 mg, 1.13274 mg/day) via an implantable pump for non-malignant pain. It was indicated that surgical observation revealed that the patient¿s catheter (intrathecal/spinal portion) was worn. The clinical diagnosis was indicated as not applicable. The patient showed no relevant signs/symptoms of the catheter being worn. The catheter was explanted/replaced on (B)(6) 2019. The disposition of the device was indicated as having been unknown. The event was resolved without sequelae as of (B)(6) 2019. Regarding etiology, the relationship of the event to the device or therapy was possibly related and the relationship of the event to the implant procedure was not related. No further patient complications have been reported as a result of this event.